Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and a sudden loss of cardiac signal resulting in an inappropriate shock. Review of device data determined there was also a shock impedance measurement of 116 ohms at the time of shock delivery. Technical services discussed possible causes and further troubleshooting options. Technical services also recommended performing an x-ray to confirm lead to header connection and evaluate system placement. This system remains in service. No adverse patient effects were reported.